Event description:
Same case as 2134265-2010-04056. It was reported that during a percutaneous coronary interventional procedure, a burr became stuck in the lesion. The 80% stenosed lesion was located in a severely calcified mid to distal left anterior descending (lad) artery. The 1.25mm rotablator burr was first used successfully in the proximal lad. Then they proceeded with treatment of the mid to distal lad, and completed 4 to 5 ablation passes. At this point, it was noted that the rotablator advancer lost speed, and a stall error was registered on the console. The burr and advancer had been in use for 10 minutes at this point. The burr became stuck in the mid lad at this point. The physician inserted an unspecified balloon distal to the burr, dilated the vessel, then removed the burr. Three unspecified stents were placed in the lad to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2010-04056. It was reported that during a percutaneous coronary interventional procedure, a burr became stuck in the lesion. The 80% stenosed lesion was located in a severely calcified mid to distal left anterior descending (lad) artery. The 1.25mm rotablator burr was first used successfully in the proximal lad. Then they proceeded with treatment of the mid to distal lad, and completed 4 to 5 ablation passes. At this point, it was noted that the rotablator advancer lost speed, and a stall error was registered on the console. The burr and advancer had been in use for 10 minutes at this point. The burr became stuck in the mid lad at this point. The physician inserted an unspecified balloon distal to the burr, dilated the vessel, then removed the burr. Three unspecified stents were placed in the lad to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: an initial examination of the complaint unit was carried out. No visual issues were noted. It was noted on visual inspection that the handshake connection was under the catheter body. An unsuccessful attempt was made to retrieve the handshake connection from under the catheter body. When the catheter body was removed from the catheter it was noted that the handshake connection was jammed within the sheath. The sheath was cut open to retrieve the handshake connection. The handshake connection was bent. The handshake connection of the complaint catheter device was attached to the related advancer unit. There were no issues with the connection of the catheter device to the advancer. The catheter unit could not be wet tested as the sheath was dismantled. The burr was microscopically examined with no issues noted with the annulus. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. This confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error. The dfu states "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer". (B)(4).